Event description:
The customer reported to olympus, during a bronchoscopy, the device was burned at the distal end. This device was used with an erbe probe. The probe was defective and the distal end was completely burned during the examination. Remnants of the bronchoscope remained in the patient. The patient is doing well again. He had been in the hospital for observation for one day and was discharged afterwards. No other persons were harmed. The procedure was 23 minutes long.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide the results of the device evaluation, and additional information based on the legal manufacturer's final investigation. The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service confirmed that the distal end of the device was burned and partly missing. In addition, the device was leaking from the distal end. The plastic distal end cover was burned. Grounding failed. The distal end was broken. The biopsy channel port, mouthpiece, and mount were damaged. The universal cord was scratched. Due to the burnt distal end, there were other items that could not be tested, such as, the angle inspection, knob play, forceps passage, brush passage, image inspection, charge-coupled device unit, foggy image test, and the suction function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specification at the time of shipment. It was reported that the device was used with the defective erbe (non-olympus) probe. Based on the results of the investigation, since the subject device's instructions for use instructs to inspect endo-therapy accessories, including a probe, as per the probe's instruction manual, before use, the defect of the erbe probe was detectable before the procedure and the suggested event was considered preventable. The suggested event may have occurred by irregularity, such as overheating of the distal end or mis-irradiation of algon plasma laser or the like, because the erbe probe was defective. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus requested further information (via a questionnaire) regarding the reported event. The customer provided the following additional event details: during the reported procedure, a complete ablation of the polyp was performed at the base with an electric snare. The polyp was recovered. Subsequently, treatment of the polyp stalk was performed by argon plasma coagulation (apc) using the erbe (vio 200d) generator, with an output setting of 30 watts. A non-olympus apc probe (fiapc probe 2200) was used in combination with the generator. This resulted in a deflagration with approximately 2 cm of superficial mucosal damage, as well as device damage and failure. The probe and the bronchoscope were inspected prior to the incident and no abnormalities were observed. It was confirmed that before the incident occurred, there were no adhesions noted, such as tissue, on the tip of the probe. During a bronchoscopy, 2-8 liters of oxygen is typically administered to the patient; however, the flow is decreased to a standard of 2 liters during use of argon gas. It was reported that a stent was not placed in the airway, nor was there use of a tracheal tube during the procedure. A sufficient distance was always maintained between the probe of the treatment device and the tip of the scope. Also, sufficient distance was always maintained between the probe of the treatment device and the object. Furthermore, no flammable anesthetic gases were used during the procedure. The drugs administered for sedation were propofol, pethidine, and midazolam. After the incident, the probe was inspected again, and a crack was found in the lower part of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. B5 and d10 updated accordingly.